Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of chest pain and difficulty breathing. A pericardial effusion was found, and the lead was thought to have perforated. A pericardial window was performed, and the lead was explanted and replaced with a tined lead. No further patient complications have been reported as a result of this event.